Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the buttons on the insulin pump did not work. Customer stated that the time and date on insulin get changed by the itself. Customer stated that the act and up or down buttons always not work. Customer stated that the time was advancing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.